Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: maude report - medwatch number mw5100075.

Event description:
Customer reporting 1 false negative sars result on a symptomatic patient (3 days of fever). Patient lives with person who is symptomatic and tested positive for sars (unknown method). Unknown if results were confirmed as confirmation of results and method not provided.